Event description:
It was reported by the aci vascular closure specialist that a unknown patient underwent a diagnostic coronary procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site via a 5f terumo sheath. A pre-procedure femoral angiogram revealed no pvd/calcium in the vicinity of the access site. It was reported that "the sealant did not deploy and was wrapped around the advancer tube after removal of the device. The patient was converted to approximately 8 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged on the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The advancer tube was able to properly engage to both tamp locks during investigation. The sealant was not returned with the device. The catheter, shuttle cartridge and introducer sheath were inspected and no anomalies were observed. A number of component features were measured that may have contributed to the incident. All features were found within specification. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1220101) indicated that the device lot met all established performance criteria prior to shipment.